Event description:
It was reported that during follow-up lead dislodgment was observed via x-ray. High threshold and decreased sensing were also noted. The lead was successfully repositioned. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.